Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the lesion was located in the mid right coronary artery (rca) with moderate tortuosity and mild calcification. During advancement of the 3.5 x 23 mm multi-link 8 stent delivery system over the guide wire, the stent implant dislodged prior to entering the anatomy. No resistance was noted with the guide wire during advancement. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The multi link 8 stent delivery system (sds) was not returned for analysis which may have aided in the investigation and determination of cause. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A conclusive cause could not be determined. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents. There is no indication of a product quality deficiency.